Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic kidney cyst resection, the needle detached while using the continuous suturing technique. Another suture was used to complete the case. There was no patient injury.